Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple button alarm 22 since (B)(6) 2016. The customers blood glucose (bg) level was impacted ranging from (263-274 mg/dl). The customer took correction boluses via the pump to stabilize bg level. Reportedly, the customer had the pump in a fanny pack style case during the time of the button alarms 22. Customer was educated about keeping items from pressing on the button.